Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the patient underwent implantation of an optease inferior vena cava (ivc) filter. Per the medical records, the ivc filter was placed as a prophylactic measure prior to gastric surgery for hypertension, deep vein thrombosis, and pulmonary embolism. Approximately 5 weeks after an optease ivc filter was implanted, a percutaneous removal procedure was attempted. The device was found to have embedded in the wall of the inferior vena cava and was unable to be retrieved. Also, the patient tolerated the removal attempt procedure satisfactorily. The patient profile form indicated that the device was tilted. However, the medical records did not indicate the presence of any tilting of the device. Per the patient profile form the patient continues to experience emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported tilt and retrieval difficulty could not be confirmed and the exact cause could not be determined. The retrieval procedure was performed approximately 5 weeks after implantation. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
This report is a follow up report to MFR number 9616099-2016-00309 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, approximately 5 weeks after an optease ivc filter was implanted, a percutaneous removal procedure was attempted. The device was found to have embedded in the wall of the inferior vena cava and was unable to be retrieved. The following additional information received per the medical records indicates the ivc filter was placed as a prophylactic measure prior to gastric surgery for hypertension, deep vein thrombosis, and pulmonary embolism. Also, the patient tolerated the removal attempt procedure satisfactorily. The patient profile form indicated that the device was tilted. However, the medical records did not indicate the presence of any tilting of the device. According to the patient profile form the patient continues to experience emotional distress, mental anguish, anxiety and stress.